Manufacturer narrative:
Patient information was requested; gender, and age were provided. The customer reported the patient weight was unavailable.

Event description:
The international customer reported the device alarmed, stopped operating and the screen turned black. There was no patient harm.